Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported via a case study that the burr became stuck in the lesion. The target lesion was located in the proximal section of the left anterior descending (lad) artery. A 1.50mm rotalink¿lus was selected for use. During the procedure the burr became stuck in the lesion. A non compliant balloon was used to free the burr from the lesion and the burr was removed. No further patient complications were reported.